Event description:
On (B)(6) 2008, the patient underwent endovascular repair of a descending thoracic aortic dissection using a gore tag thoracic endoprosthesis. Final angiogram showed no endoleak. The preoperative aneurysm diameter measured 56mm. The proximal neck length and diameter measured 9mm and 29mm respectively. On (B)(6) 2008, computed tomography (CT) images showed a slight type ii endoleak. The aneurysm size enlarged to 66mm in diameter. On (B)(6) 2009, follow-up CT images showed the persistent type ii endoleak. The aneurysm diameter measured 69mm. On (B)(6) 2009, follow-up CT images showed the resolution of type ii endoleak. The aneurysm diameter measured 64mm. On (B)(6) 2010, CT images showed the aneurysm enlargement to 69mm in diameter. Endoleak was not identified. On (B)(6) 2011, follow-up CT images showed the aneurysm enlargement to 72mm in diameter. Endoleak was not identified. On (B)(6) 2012, follow-up images indicated a proximal type I endoleak. The aneurysm diameter measured 83mm. On (B)(6) 2012, a valiant stent graft was implanted to repair the proximal type I endoleak. On (B)(6) 2013, follow-up CT images showed a slight proximal type I endoleak. The endoleak is being monitored. The patient's initial was not available.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleaks and reoperation. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The root cause of the proximal type I endoleak is unknown.